Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line. Reportedly, air bubbles have been seen in the patient line on multiple occasions. The user's blood glucose level was as high as over 300 mg/dl and it was addressed with a bolus. Reportedly, the user successfully primed the tubing to remove air bubbles.